Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. Customer informed ventilator passed extended self-test (est) and running in test lung normally. The customer was recommended to request covidien service engineer for repair. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator with device alert while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Customer was notified that this 840 ventilator serial number (B)(4) has an end of service date (B)(6) 2016. Ventilator was not repaired.